Manufacturer narrative:
The field service engineer adjusted the ultrasonic mixers and replaced the gear pump head. The customer performed qc and precision testing with acceptable results. After service, the customer confirmed the issue did not recur. Based on the available information, a general reagent issue was excluded. The investigation determined the service actions resolved the issue.

Manufacturer narrative:
This event occurred in (B)(6). The investigation is ongoing. Unique device identifier (UDI) (B)(4).

Event description:
The initial reporter received questionable dig digoxin results for one patient tested on two cobas 8000 c 502 modules. The serial numbers for both c 502 modules were (B)(4). The patient's initial results were not reported outside the laboratory. The customer performed repeat testing due to the initial result being high. The patient's sample was repeated on both cobas 8000 c 502 modules. The digoxin reagent lot number was 492386 with an expiration date of 31-jul-2021.